Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 357 mg/dl, 178 mg/dl, 145 mg/dl and 245 mg/dl when all tests were performed within 10 minutes on the compact plus system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
It was reported that the pt's dosage of lioresal was decreased from 2100mcg/day to 1720mcg/day after a surgical catheter revision (see manufacturer #3004209178-2010-02067). The pt "started to overdose" and was then unresponsive. The hcp programmed the pump to the minimum rate. Additional information has been requested, a follow-up report will be sent if additional information becomes available.